Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5100307. Product family: scs-ipg-r: upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 340305.

Event description:
It was reported that the patient was experiencing inadequate pain therapy. The patient underwent a revision procedure wherein the leads position was adjusted and also the ipg. The physician decided also to replaced the ipg. The patient was doing well postoperatively. The ipg was discarded.